Event description:
Refer to the follow-up information.

Manufacturer narrative:
67 - the gray stapler 30 reload involved with this complaint was returned to intuitive surgical, inc. (Isi) and evaluated. A visual inspection of the stapler reload found no issues and no signs of a misfire. The stapler reload appeared to have been used and fired. There was no blade damage found and the blade was found at the end of the blade track. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the initial reporter claimed that hemorrhaging occurred after a gray stapler 30 reload was fired. The bleeding was controlled with the application of a clip and tachosil. However, at this time, the root cause of the intra-operative complication is unknown. The grey stapler 30 reload was returned to isi and an evaluation of the instrument accessory found to evidence of a misfire.

Manufacturer narrative:
Isi has requested for the gray stapler 30 reload involved with the reported event to be returned for evaluation. However, as of the date of this report, the stapler reload has not been returned. Therefore, the root cause of the customer reported issue cannot be determined at this time. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. Based on the available system logs, no related system errors were found to have occurred during the surgical procedure. According to the system logs, the surgeon successfully fired a total of six stapler 30 reloads (4 gray and 2 green) with a single curved-tip stapler 30 instrument (part #470530-06; lot #t10181001-0030). In addition, the surgeon successfully fired three green stapler 45 reloads with a stapler 45 instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the initial reporter claimed that hemorrhaging occurred after a gray stapler 30 reload was fired. The bleeding was controlled with the application of a clip and tachosil. However, at this time, the root cause of the customer reported issue and intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, a gray stapler 30 reload was successfully fired with a curved-tip stapler 30 instrument on a branched blood vessel from the pulmonary artery. However, hemorrhaging allegedly occurred after a second gray stapler 30 reload was fired. The initial reporter claimed that the staple line appeared to be ¿stapleless.¿ the bleeding was controlled with the use of clips and tachosil (a fibrin sealant). The surgical procedure was completed robotically. On 07/07/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: there were no system errors observed with the alleged stapling misfire event occurred. There was also no reported tissue tension or vessel calcification. It was reported however that a ¿staple may have remained on the anvil side¿ during the stapling misfire. After the second staple reload was fired, a part of the staple line was found to be missing and bleeding was observed. It was noted that 50 ml more than usual was identified in relation to the estimated blood loss. No blood transfusions were administered. Hemostasis was achieved using a hand-held laparoscopic clip applier instrument. There have been no reported post-operative complications and the patient¿s current status was noted as being in a ¿steady state.¿